Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. There was no required third-party assistance needed. Technical support provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned.